Event description:
It was reported that during a prostate procedure, at 86,799 joules the 1st fiber experienced ¿the fiber was not spinning". The fiber was exchanged; the second fiber experienced ¿aiming beam fires straight out of fiber" / ¿significantly diminished vaporization¿ at 9,437 joules. The fiber was exchanged; the third fiber experienced ¿significantly diminished vaporization efficiency¿ at 6,357 joules. The case was completed with the fourth fiber. Patient outcome: "ok" reported. This report is for the second fiber.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture distal to the fiber/glass cap fusion zone at the bevel edge; the distal end of the glass cap within the metal cap is detached and not returned; the fiber proximal to fracture can rotate independently of metal cap; the outer flow tubing is stretched at the open end. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
(B)(4).